Event description:
Customer's mother reported an adverse event requiring medical intervention. Customer came home from school and her blood glucose level was normal. A 15 minutes later, she complained about not feeling well and her sensor glucose reading was 72 mg/dl. Customer's mother treated the low blood glucose with a snack. 15 minutes after that, customer had a blood glucose level of 22 mg/dl. Paramedics were called and customer was treated with glucagon. Customer was treated at home and not admitted to the hospital.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.